Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a broken tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument is available for return for isi evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and during visual inspection, the instrument was found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. No broken components found.